Event description:
It was reported that this patient's knee needs to be revised. Initial procedure was said to be performed a few years ago. Patient stated they were getting ready to make an appointment as their knee replacement feels like it already needs to be replaced. No further information available.

Manufacturer narrative:
D6a: specific date unknown patient reported a few years ago. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.